Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 90% stenosed, non-calcified target was located in the moderately tortuous "superior" femoral artery (sfa). A 6.0 x 60/135 (4f) sterling balloon had been selected and advanced to treat the target lesion. During the first inflation, the balloon ruptured at 12 atmosphere. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.